Manufacturer narrative:
Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the battery revealed that it met specifications; it passed visual examination and functional testing. Several power switching events were confirmed in the logs in the time frame of the reported event, which confirmed the reported event. However, no problem with the batteries could be confirmed in bench testing. The battery was in use when the reported event occurred. The circumstances of the event and the controller log files are consistent with (B)(4), which is a controller communications error with the battery. The probable cause for the power switching is controller communication error with the battery. Log file analysis confirmed several premature battery switching events in the time frame of the reported event date.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: 08/19/2015; log dated through (B)(6) 2015: normal power consumption. Additional notes: 3 suction alarms have been logged (B)(6) 2015. One (1) critical battery alarm was logged on (B)(6) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from belgium by the vad coordinator that the patients "power source changes from one to the other earlier than expected". Patient reported "that battery didn't switch to other battery (full) after reaching 25% of power." It was said that there was "no effect on the patient." Site stated "log files were sent in for analysis." No additional information provided. Investigation is ongoing.